Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported from the (B)(6) health authority on (B)(6) 2016, a patient experienced red eye and developed a superficial corneal ulcer in the temporal zone of the left eye on (B)(6) 2016. The event did not respond to the initial treatment regimen prescribed, leading to an "intensified" course of treatment (unspecified). The improvement of the patient's condition was slow and the patient was educated as a precautionary measure. Additional information has been requested but not yet received.

Manufacturer narrative:
The complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).